Event description:
On (B)(6) 2012, customer reported that 10 cc of fluid leaked under the act diff 2 instrument during startup. Customer stated that the baths overflowed, and the vacuum isolator chamber (vic) was full of fluid. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to flush the vic waste line. Customer flushed the waste line and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).